Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
Patient reported that they experienced sparking when attaching the device to the charger.